Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # t5f00m. Investigation summary. The analysis found that one ec45a device was returned with no apparent damage and with one ecr45b reload loaded in the device. The reload was received fully fired. In addition, the ecr45b reload (b) was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what was the surgical procedure? What were the indications for surgery? Did the knife travel the complete 45mm? Were any staples seen in the operative field? If so, please describe shape. Was the device difficult to fire? The procedure was a low anterior resection. The indication for surgery was a very low rectal tumor. The surgeon didn¿t report any evidence that the knife hadn¿t completed the full 45mm, only that there were no staples present at all. No staples present in the operating field. The surgeon did not report that the device was difficult to fire.

Manufacturer narrative:
Pc (B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler reportedly cut through the bowel but didn¿t fire any staples. The firing was so low in the pelvis there wasn¿t sufficient room to fire again. The surgeon hand sewed the stump closed and had to move to a hartmans procedure. The patient was left with an end colostomy.